Event description:
It was reported that during sterile processing conducted at the user facility the spring was found to be missing from the device. No patient involvement or procedural delays was reported with this event.

Event description:
It was reported that during sterile processing conducted at the user facility the spring was found to be missing from the device. No patient involvement or procedural delays was reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during sterile processing conducted at the user facility the spring was found to be missing from the device. No patient involvement or procedural delays was reported with this event.